Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two months after implant the implantable cardioverter defibrillator (ICD) system was removed due to a body infection. The physician noted that the cause of the infection is unknown but the infection is full body. The ICD system was not replaced. No further patient complications have been reported as a result of this event.